Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure mode for label lift with the incident lot was observed as well as the damaged stopper . A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to the label lift issue through a CAPA. The investigation is still on- going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for label lift and damaged stopper with the incident lot was observed. Further investigation has been initiated through a CAPA for the label lift issue. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: based on the investigation, the most likely root cause for the damaged stopper was determined to be related to a manufacturing issue. A CAPA has been initiated to document further investigation and root cause analysis relating to the label issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA# (B)(4).

Event description:
It was reported that label lift occurred before use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "it is reported vacutainer labels are lifting and also reported is damaged stopper. Multiple labels applied to the same tube, with one label lifting and folding. Stopper defect."